Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump settings were "not correct". Reportedly, the customer was using the personal profile (pp) labeled " (B)(6)" and wanted to switch back to the pp labeled "profile 1". The customer stated that the bolus amount calculated on the " (B)(6)" pp is higher than the amount the customer would usually take. Tandem technical support (cts) verified that the pump calculated the bolus amounts correctly based on the pp settings; the settings were just inaccurate to the customer. The customer did not deliver the bolus calculated by the pump. The customer's blood glucose level was 78-150 mg/dl. Cts emailed the clinical diabetes specialist to aid the customer in getting in touch with a health care provider to assist with adjusting the pump settings.